Manufacturer narrative:
On 13jun2023, the customer requested further troubleshooting through a remote service work order. The customer stated that they had changed the power cord, but the device would still not power on. The customer was provided troubleshooting steps. The rse (remote service engineer) provided the customer with the part information for the ac inlet and the power cord. A good faith effort (gfe) response from the customer received on 03jul2023 stated that the ac inlet was replaced to resolve the device will not power on issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint about the v60 ventilator indicating that there were no power indicators. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) on 31mar2023 that they had installed a new battery which did not resolve the reported issue. The customer then replaced the power supply that did not resolve the reported issue. The customer ordered a replacement power management (pm) printed circuit board assembly (pcba) which was on backorder. The customer requested the order be expedited which would resolve the reported issue. On 13apr2023 it was stated in the onsite service work order that the customer was informed the pm pcba backorder has ended and the part is back in stock. Resolution to the reported issue is pending completion of the onsite service. This investigation is ongoing.